Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a coronary artery stenting treatment procedure, the patient expired. Vascular access was obtained via femoral artery. The 1st target lesion was a de novo concentric lesion located in the proximal to distal left anterior descending artery (lad) with 90% stenosis and was 24mm long at proximal and 20mm long at distal with a reference vessel diameter of 3.0mm at proximal and 2.25mm at distal. Ejection fraction was 30%. The 2nd target lesion was located in the left circumflex artery (lcx). First, both vessels are wired. The target lesion in the lcx was treated with pre-dilation using a 2.0x15mm non-bsc balloon catheter with 60% residual stenosis, and a 2.75x33mm non-bsc stent was placed. Then, the lad got occluded and was pre-dilated using the 2.0x15mm non-bsc balloon catheter. A dissection in the distal lad was noticed and was treated with placement of a 2.25x20mm promus element stent immediately. There was no reflow and the vessel abruptly closed. The patient became very sick. The physician was trying to resolve this situation, but was unable to save the patient. The patient expired.